Event description:
Philips received a complaint by bench on the v60 indicating while servicing the device, it was observed that within the electrical safety test, the permitted parameters were exceeded. A failure has been found at the power supply input, and it is necessary to replace the inlet ac. It was reported there was no patient involvement at the time the issue was discovered. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The bench replaced the alternating current (ac) inlet, to resolve the reported issue. Following the test and verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.